Manufacturer narrative:
The synchroseal instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have the washer dislodged from its original position and not attached to the instrument. The instrument was compared to an in-house golden synchroseal instrument, and the washer was found to be missing. The missing piece was returned with the instrument. No failures were found in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, a piece from a synchroseal instrument fell inside the patient. The piece was retrieved during the same procedure. A backup instrument was used to continue the procedure. The procedure was converted to a traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there was only one piece that fell off inside the patient and the piece was retrieved when the surgical technical personnel saw it. The initial reporter indicted that the surgery was not converted to a traditional laparoscopic surgery to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments and there was no patient injury as well. The reporter was not aware if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The reporter confirmed that the instrument was inspected before use and there was no damage or anything out of the ordinary noted. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The reporter confirmed that the instrument did not collide with any other instrument or other hard materials during the surgical procedure. The instrument was not removed before the breakage and the surgical staff did not feel any resistance upon removal of the instrument. Upon final removal of the instrument, the wrist was straightened and there was no damage to the cannula or other instruments after the event. The event happened when the surgeon was closing the cuff and a technician saw the fragment on the screen.